Event description:
It was observed that the bearing would not need to be reported per medical records.

Manufacturer narrative:
(B)(4). It was observed that the bearing would not need to be reported per medical records. The patient was in a hemiarthroplasty configuration during dislocation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Reported event was confirmed as radiographs show that the comprehensive segmental revision system of the right shoulder in place with superior dislocation of the humeral head. There was no fracture. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: unknown, humeral head, lot # unknown. H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02329.

Event description:
It was reported that the surgeon believes the patient dislocated because of the small size of the patient. A smaller size custom implant is being made. However, no revision procedure has been reported to date. Attempts have been made and there is no further information at this time.